Event description:
A malfunction alarm was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction code recurred. Technical support decided to replace the pump and instructed the customer to use a backup insulin pump to ensure insulin delivery was not interrupted. Detailed guidance was provided on putting the pump in storage mode, and arrangements were made for returning the faulty pump with a prepaid label.